Event description:
It was reported that the ilet displayed recurring alert 32 indicating a delivery motor communication error, which persisted despite multiple restarts, and the user was advised to shut down the device and a replacement was provided; the user was using a dexcom g6 and reported hyperglycemia with a highest glucose of 458 mg/dl over approximately eight hours, and administered 10 units of novolog as backup therapy. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary interruption of automated insulin delivery without hospitalization or professional medical intervention. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.

Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."